Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a dosing stopped condition following signal loss from a paired dexcom g7 sensor, and the patient did not notice the prior ¿insulin stops in¿ alert; customer care assisted with re-pairing the sensor, restoring bg display on ilet, and resuming insulin delivery, and the patient reported eating crackers with chicken salad without announcing the meal, with a recorded glucose of 182 mg/dl and approximately one hour above range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and education related to cgm-to-ilet connectivity and dosing stop alerts. Investigation of this case revealed signal loss between the dexcom g7 and the ilet with dosing stopped until pairing was restored, with glycemic impact consistent with unannounced carbohydrate intake and temporary interruption of automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was signal loss to the ilet combined with unannounced food intake.